Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noisy signals which resulted in the delivery of an inappropriate shock. This observation was made by the physician during review of generated episodes. The patient did not recall receiving a shock. Due to concerns of fractured lead, the physician has elected to revise the lead. As of today, the information suggests this procedure has not yet been performed. No additional symptoms or lead measurements were reported.